Event description:
User experienced a leak from the analyzer onto the floor. She stated no one had been injured. No patient samples were involved. The field service representative determined the probe punctured a replacable seal in the probe wash station. The user replaced the seals. Analyzer ran successfully with no leaks.